Event description:
Customer reported that replacement pump would not power on from storage mode. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including confirming the pump was not plugged into a power source and using the finger to press the button's center, but these steps did not resolve the issue. Customer was able to charge the pump with a secondary usb cable.